Event description:
It was reported that the hv lead impedence was low. Other parameters were normal. Patient was told to call if vibratory alert was felt. Patient presented at the clinic later after receiving a vibratory alert for low hv lead impedance. The shock vector configuration was changed. The device remains implanted.